Manufacturer narrative:
Other relevant device(s) are : product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that he is voiding more at night and is not getting rest. Patient mentioned he had dislodged the lead and plugged it in again and does feel stimulation sometimes. No further complications were noted or anticipated.